Event description:
The customer reported that the system shut off while in use. After troubleshooting, it was discovered that the 12 amp breaker was tripped. After the breaker was reset, the unit tested acceptable. No report of patient injury or death. (B)(4).